Manufacturer narrative:
The catheter in question was not returned; however, the device body fitting, locking sleeve and locking mechanism were returned to the MFR and have been analyzed as follows: no anomalies were noted with the device or the returned components during visual and microscopic examination. The serial number was imprinted on the base of the device body. The catheter segment in question was not returned to the MFR. For analysis: therefore, a catheter segment was obtained from a reserve sample that had the same catalog number of the device. The unit was reassembled using the returned device, locking sleeve, locking mechnism and the catheter from the reserve sample. A pull test was performed by grasping the catheter segment approximately 1" out from the locking sleeve and the catheter was pulled approximately 3". The catheter segment remained intact and functioned as intended. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the information available and the results of the MFR's analysis of the device and returned components, the report that "the catheter would not stay connected to the device" could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR. Is now closing the file on this event. Submitted to the FDA 06/17/1998.

Event description:
On 05/06/1998, the facility's materials manager informed the MFR's sales rep of the following: the physician was implanting the device and the catheter would not stay connected to the device. As a result, new device functioned properly. No further details were provided at this time.